Manufacturer narrative:
Further information from the reporter regarding product information has been requested. No additional information is available at this time. Device labeling: the xen gel implant and injector should be carefully examined in the operating room prior to use.

Event description:
Physician reports "no implant (gel stent) in applicator." A back up applicator was used to treat the right eye. This medwatch represents the right side.

Manufacturer narrative:
Allergan has initiated an investigation into this late report. See dev # (B)(4).

Event description:
Physician reports "no implant (gel stent) in applicator." A back up applicator was used to treat the right eye. This medwatch represents the right side.

Manufacturer narrative:
Device analysis: the injector was loose in the box with no other packaging components present. The needle guide and needle were bent over. There was no implant in the unit needle or the packaging. Device history records post lot release for a missing gel stent are not required for the complaint because the root cause is very unlikely due to a manufacturing issue. The most likely root cause is either the doctor or surgical staff tilts the injector and the gel stent falls out, or when the retention plug is removed from the needle static force could potentially cause the gel stent to come out of the needle.

Event description:
Physician reports "no implant (gel stent) in applicator." A back up applicator was used to treat the right eye. This medwatch represents the right side.